Event description:
It was reported that the pt had an infection. Perioperative antibiotics had been administered. The pt experienced redness, swelling, drainage, pain and incisional wound opening. The primary location of infection was the lumbar region. No cultures were obtained. The pt did not have meningitis. The pt was treated with oral antibiotics and total device system explant. The pt's outcome was reported as 'infection resolved' and 'no drug withdrawal'. The medication used in the pump was listed as 'other intrathecal drugs'; specific drugs were not reported. The date of the last refill was 2009.